Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra-fine¿ needle were unable to aspirate insulin during use. The following information was provided by the initial reporter: "consumer reported found 2 syringes would not draw up insulin - just air".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-jan-2023. H6: investigation summary: customer returned (2) 3/10ml, 8mm, 31g syringes in an open poly bag from lot # 0253557. Consumer reported found 2 syringes would not draw up insulin - just air. Both syringes had built up pressure inside the barrel and the plunger rod was backing up from the air pressure when pressed. The syringes were tested and were not able to draw any fluid. Wire test was done to the syringe needles and the results are below: syringe 1: the wire easily went through half of the cannula before hitting a hard material. After applying more force to the wire, the wire was able to pass through the rest of the cannula. Not able to locate any particle that could have cause the blockage. Syringe 2: the wire easily went through half of the canula before hitting a hard material. After applying more force to the wire, the wire was able to pass through the rest of the cannula, and a white particle was seen under the microscope when the wire passed through the needle. Since the particle was very small and inside the barrel when it was seen, the particle was lost during the extraction. A review of the device history record was completed for batch # 0253557 all inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer¿s indicated failure. No root cause can be determined at this time.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra-fine¿ needle were unable to aspirate insulin during use. The following information was provided by the initial reporter: "consumer reported found 2 syringes would not draw up insulin - just air".